Manufacturer narrative:
The reported events of lead noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due to the external insulation abrasion and exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricle (rv) lead. Lead insulation damage was suspected but was not confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.